Event description:
Devilbiss healthcare was notified via a medwatch report #mw5113485 of a complaint involving a devilbiss CPAP machine. The medwatch report was filed by the end-user, who stated "I noted black debris in my CPAP hose. I took the machine apart and found a hole was torn [in the foam] near the circulation pump [flow generator]." He also state "the foam insulation turned into a black sticky tar like substance." Devilbiss initiated an investigation, including a discussion with the end-user, who claims to have been using the devilbiss CPAP for more than 5 years. The serial number of the unit confirms the device was sold 9.5 years ago, which at the time of the incident was nearly twice the 5-year expected service life of the unit. The end-user stated he used the CPAP device nightly for approximately 8 hours, and has not experienced any illness or injury relating to this complaint. He also confirmed he stopped using the device since observing the debris in the tubing (he has another device). He noted that approximately three years ago he began cleaning the CPAP unit daily with an ozone cleaning device (soclean®) for 12 minutes, and expressed concern the use of the ozone cleaner "may have caused the issue." Ozone and ozone cleaning devices are not recommended or approved for use with devilbiss CPAP devices. The unit is being returned to devilbiss for evaluation. An update will be filed if new information becomes available.